Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 cubies were not detected. The field service engineer (fse) performed a remote reboot. After reboot, informed the customer that the cubie pockets were not detected due to an additional drawer failure requiring recovery. The customer logged into the device and successfully recovered the cubie. Hardware functionality was confirmed by the customer following the recovery. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer which was not detected on bus and non-recoverable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.